Event description:
While in room pt vent started to alarm and noticed patient hr dropping to 70's. Help was called with staff assist. Hr continued to drop to 40's and compressions started. Trach was secure and bagging started for low sats. At no time did the monitor red or yellow alarm low hr or extreme bradycardia either at the central monitor at the lollipop or in the pt's room (the patient's low heart rate limit was set at 80). The monitor was not silenced or paused. At the same the pt's (low saturation limit was 90% and the desaturation limit was set at 80's) saturation dropped to 5% and there was no red desaturation alarm either. Compression were given for total 90 seconds and due to the sats kept dropping into the 70's and patient was breathing hard the trach was changed out. Pt returned to baseline. Bio med notified phillips on (B)(6) 2015 of this event where the monitor did not alarm for the low heart rates and low saturations.